Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor anomaly. The customer¿s blood glucose level was 192 mg/dl. The customer reported that the battery died and motor malfunction. It was reported that they had received no delivery alarm. The customer was advised positioning in motor may have shifted and was advised to always complete rewind or load reservoir process before connecting back to set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistance (gold). Insulin pump alarmed unexpected restart error during the unexpected restart error test due to faulty connector on interface board. All operating currents are within specification. Off no power alarm functions properly. Insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. No unexpected restart alarm noted during testing. Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unable to very drive/motor anomaly or excessive no delivery alarm due to prime anomaly. The motor was tested outside of the unit and passed. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken reservoir tube lip.